Event description:
It was reported that this right ventricular (rv) lead and pacemaker exhibited noise and oversensing resulting in ventricular pacing inhibition and storage of ventricular tachycardia (vt) episodes. The noise and oversensing occurred on an isolated date. Further review was recommended. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.